Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's charger and programmer are unable to communicate with the ipg. The sjm representative confirmed the issue. The patient lost communication approximately 30 days ago. A replacement charger was sent to the patient which was unsuccessful in resolving the issue. Surgical intervention may take place at a later date.